Event description:
Adverse incident: nurse consultant reported a renasys foam dressing that was on an abdominal wound where the foam stuck to the wound bed.

Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. Fei no: (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys f medium with soft port. Smith & nephew received the above product complaint for an adverse event. No samples, pictures or lot number information were provided or received for evaluation. The use of negative pressure wound therapy may represent a risk of tissue in-growth. As a precaution in the instructions for use (IFU), in order to minimize this risk, it is recommended to increase the frequency of dressing changes, reducing therapy pressure or using a wound contact layer. If the foam is stuck in the wound, normal saline solution should be applied, letting it set for 15 ¿ 30 minutes before gently removing the foam. The complaint information sheet indicates that the nurse soaked the foam ¿for quite a long period of time¿ however, it was not bulging. It is not clear if the foam was soaked for the recommended time of 15 ¿ 30 minutes as instructed in the instructions for use prior to attempting foam removal. The results of the complaint investigation were unconfirmed.